Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This rv lead was capped.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery and prolonged procedure to remove lead.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Moreover, it was noted that this right ventricular (rv) lead could not be removed by the physician. As a result, the system was explanted except for this right ventricular (rv) lead. The patient was referred to an extraction specialist for lead removal. The lead was surgically abandoned. No additional adverse patient effects were reported.